Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue. Product was reworked and released for use. The DHR anomaly is not related to the alleged device complaint. Visual analysis of the lead noted some discoloration and several areas of compression damage. The lead wires were observed to be bent approximately 25 cm away from the stimulation end. The lead failed continuity testing; channel 1 measured open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01394. The pt received his scs system, including two percutaneous leads, on (B)(6) 2010. It was reported that the pt was not receiving adequate stimulation coverage. An x-ray showed no anomalies. The physician decided to revise the leads, and during surgery, it was noted that one lead contact exhibited invalid impedance readings. The lead was explanted and replaced with two different model leads on (B)(6) 2011. Consequently, the pt reported effective stimulation. No further pt complications were reported.